Event description:
Customer reported via phone call, the customer was having issues with no delivery alarms. The alarm has occurred at least once a day for the past 14 days during basal, bolus, or prime. Customer does not recall blood glucose level. Troubleshooting was performed on the current set and it is unknown what caused the alarms in the past. Possible occlusion was resolved by disconnecting and reconnecting the current infusion set and reservoir. Manual prime was performed and insulin exited no alarm. Customer will change the set again and monitor the device. Customer will return the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.